Event description:
It was reported that during the implant procedure of this lead in the left bundle branch (lbb) position, there were placement difficulties, in addition the helix became damaged which resulted in lead failure. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.